Event description:
The pt had a pump and catheter implanted unknown time ago. The pt had intrathecal infusion of multiple drugs including "high dose morphine." Pt had increased pain without neurologic deficits. An MRI showed an intraspinal mass having the appearance of a tumor. The hcp performed a myelogram which showed the mass was at the catheter tip. The pt has pain, is still on high dose intraspinal drugs, and is neurologically stable at present. The pt has not undergone surgery at this time.